Event description:
It was reported that the pump touch screen had a "red line and is blurry on the bottom of screen". There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.